Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that this right ventricular (rv) lead exhibited shock impedance measurements of 191 ohms which was noted as an aggressive gradual rise. This lead was subsequently explanted and has not been returned for analysis at this time. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.additional information was received that this right ventricular (rv) lead exhibited shock impedance measurements of 191 ohms which was noted as an aggressive gradual rise. This lead was subsequently explanted and has not been returned for analysis at this time. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments severed approximately 61 mm from the terminal end. Helix was noted to be extended. Dried body fluid and tissue were noted in the helix housing. Insulation damage was observed on the proximal end of the lead, through the silicone sleeve, however, the poly insulation and tri-lumen insulation underneath are intact and undamaged. Testing was completed to assess electrical continuity. Resistance testing of the conductor confirmed the returned segments of the lead were electrically continuous. Microscopic inspections of the terminal pin assembly and lead body found no anomalies outside the damage incurred during the explant procedure. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy.a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.